Event description:
Boston scientific received information that during an upgrade procedure, difficulty was experienced removing this lead from the right atrium. The distal portion of the lead became stuck in the superior vena cava at the shoulder region. The lead was cut and abandoned surgically. No other adverse patient effects were reported.

Manufacturer narrative:
A new lead was implanted on the opposite side. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.